Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report was created to capture the additional information received which indicates that this lead got a whisper wire stuck during the procedure and it was being pulled hard enough to remove this lead. This observation no longer meets the definition of malfunction as this is not the expected outcome from this lead, however, this occurred in a controlled environment and the recurrence of this event is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance issue. The lead was replaced and never in service. No adverse patient effects were reported. Additional information received which indicated that this lead got a whisper wire stuck during the procedure and it was being pulled hard enough to remove this lead.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance issue. The lead was replaced and never in service. No adverse patient effects were reported. Additional information received which indicated that this lead got a whisper wire stuck during the procedure and it was being pulled hard enough to remove this lead.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental correction report was created to capture the additional information received which indicates that this lead got a whisper wire stuck during the procedure and it was being pulled hard enough to remove this lead. This observation no longer meets the definition of malfunction as this is not the expected outcome from this lead, however, this occurred in a controlled environment and the recurrence of this event is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Moreover, the allegation was confirmed - based on the finding of foreign material (blockage) noted inside of the lead lumen near the tip. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance issue. The lead was replaced and never in service. No adverse patient effects were reported.